Manufacturer narrative:
Updated data: b5. A second paragraph was added. Additional codes. The annex f code was updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implantation attempt of a transcatheter aortic valve, the valve position was too low after the first deployment attempt. The valve was recaptured and repositioned, but an infold in the valve frame was observed after deploying the valve up to two-thirds. The valve was recaptured again, and a new valve was loaded. The implantation was successfully completed using the new valve. No patient complications have been reported as a result of this event. Additional information was received to report the patient had annular calcification on the aortic valve which contributed to the infold in the valve frame. A procedural delay occurred as a result of loading the second system for implant.

Manufacturer narrative:
Updated h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10:  product ID d-evolutfx-2329 (lot: 0012740591); product type: 0195-heart valves; implant date: non-implantable device select patient information cannot be included in the regulatory report due to regional privacy regulations.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implantation attempt of a transcatheter aortic valve, the valve position was too low after the first deployment attempt. The valve was recaptured and repositioned, but an infold in the valve frame was observed after deploying the valve up to two-thirds. The valve was recaptured again, and a new valve was loaded. The implantation was successfully completed using the new valve. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the valve was returned loaded inside the delivery system. The valve was discolored showing evidence of blood contact. The valve was received in a compressed state. As received, all leaflets were in a partially open position with a gap between the free margins. Leaflets were unable to close due to their dried state. All leaflets appeared stiff, dry and slightly pliable. Creases and imprints were observed on all leaflets. Imprints and creases were noted on the outer wrap. Commissure 1-2 and commissure 2-3 were dry. All commissures appeared intact. All sutures appeared intact. No damages noted on the sutures. There was no evidence of damage to the frame such as kinks or bends. Small scratches were noted on the frame along the margin of attachment of all leaflets. The valve was submerged in a warm (approximately 37 celsius) saline bath. The frame expanded; however, valve appeared to retain a compressed state at the inflow and outer wrap. This condition may possibly be associated with the valve being in the loaded state (inside the delivery system) for an unknown duration of time. Due to the returned condition of the valve, a deployment simulation could not be performed. Updated h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.